Manufacturer narrative:
The monitor was replaced in the field and resolved the issue. The suspect monitor was received back by the manufacturer for evaluation. The findings are as follows: the monitor was connected to a test system for several multi-hour burn-in periods. The image remained normal during all test time. There are some scratches on the lower left part of the bezel. The bios is outdated. It is b 00 and should be c 01. The suspect monitor was scrapped.

Event description:
A medtronic representative reported that when at the select patient screen, the navigation system monitor went black. After a few seconds, moving the mouse returned the monitor to normal function. Shortly after the monitor came back, it went black again. The issue repeated itself and was resolved in the same manner. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement monitor shipped to site on (B)(4) 2013. A medtronic representative, following-up at the site, reported checking the system connections and when going into root, lost the monitor. Since the behavior is not isolated to the ent fusion software application, it is not thought to be the software. Testing of the suspect monitor not completed at time of this report.